Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. Two devices were implanted on (B)(6) 2008. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
Two devices were implanted during the same procedure. The first device was lot # 0802003, pn 830-247 with mfg date of 02/2008 and an exp date of 10/31/2010. The device history record for this lot was reviewed and everything was in order. The second device was lot # 0803016, pn 30-243 with a mfg date of 04/02/2008 and an exp date of 08/31/2010. The device history record for this lot was reviewed and everything was in order.